Event description:
It was reported that during the procedure, the medial paddle on the tibial block closer to the notch did not sit flush. It was not due to any type of wear. The surgeon took off the detachable foot and tried rotating the block but it did not help. The surgeon took our cut using the visionaire block and ultimately had to trim another mm medially and added about 2degs of the slope with the standard block.